Event description:
Belmont blood infuser suddenly lost power in the middle of a massive transfusion. Unable to get machine to turn back on. Had to borrow another belmont machine from ER to continue massive transfusion.